Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no noticeable physical damage. Customer?s reported issues were duplicated. The plunger lever gear cam was broken. The battery and door were missing. The root cause of the reported issues was determined to have been caused by broken plunger lever cam gear as a result of the customer reassembly of the plunger head. Actions taken to mitigate the reported issue: replaced gear cam installed missing battery and door. UDI information is unknown.

Event description:
It was reported that plunger lever issue, needs battery and battery cover events occurred. No patient injury reported.